Event description:
It was reported during the patient's drg trial procedure, the tip of the lead delivery sheath broke off and remained inside the patient. The procedure was completed and the patient continued with the drg trial. Follow up identified the patient underwent an l2-3 laminotomy on (B)(6) 2017 to remove the broken sheath. The reported issue has reportedly been resolved.